Event description:
It was reported that a pump was programmed to deliver a secondary infusion; however, no medication was delivered (medication, programmed amount and delivery rate unk). It was also stated that the IV clamp was observed to be open.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. At this time, the date of event is unknown.